Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: rubber seal was loose and interfered with the procedure. Surgeon removed it and used a new one. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.